Manufacturer narrative:
Further information was requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. A revision procedure is anticipated but not yet scheduled. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead.